Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This spontaneous case report was posted online by a (B)(6) year-old female consumer on (B)(6) 2014 at an united states social media platform describing an adverse event attributed to use of essure (fallopian tube occlusion insert). The consumer stated that essure cost her time away from her family, constant pain and now she lost her uterus, cervix and tubes. Follow-up information from 19-nov-2014: no follow-up was possible (unable to contact the consumer). Result and assessment of the product technical complaint investigation received on 28-nov-2014: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Ptc global number is (B)(4). Company causality comment: this non-medically confirmed spontaneous case report, received via social media, refers to a (B)(6) year-old female consumer who had essure (fallopian tube occlusion insert) inserted and experienced constant pain. The event is serious due medical importance and listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this case, very limited information was provided. The consumer experienced constant pain and lost her uterus, cervix and tubes. Given the nature of the event, causality is assessed as related to essure use. Apparently, a hysterectomy was performed, therefore the case is regarded as incident. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No follow-up was possible.